Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1) or an unspecified bard/davol bard marlex flat sheet on (B)(6) 2016 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1) or an unspecified bard/davol bard marlex flat sheet on (B)(6) 2016 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1). Per op notes, ¿the hernia was identified and small bowel contents were reduced. The preperitoneal fat was completely taken down. A ventralight st mesh (device 1) was placed and suspended against the anterior abdominal wall and secured with optifix tacker. The port site was closed with suture.¿ (B)(6) 2017 ¿ patient was diagnosed with surgical site infection thereby underwent laparoscopic repair with excision of ventralight st mesh (device 1). Per op notes, ¿a small incision was made in the left anterior axillary line. The mesh (device 1) was freed of omental adhesions and then the mesh was removed from the anterior abdominal wall. Irrigation was performed. Trocar site incision was closed with suture. Umbilical incision was then opened and dissected the small fluid collection. Only some serous fluid was noted. Hemostasis was obtained and sterile dressing was placed.¿ (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿a midline incision was made above the umbilicus extending below the umbilicus. The hernia sac was identified and dissected free, and the umbilicus was freed from scar tissue. The fascia was opened in the midline both inferior and superior from the defect. A bard flat mesh (device 2) was placed and secured to the posterior sheath with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6a ( date of implant), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11 corrected fields: d1 (brand name) this supplemental emdr represents the bard/davol ventralight st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned